Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings, blank display and battery out limit from the insulin pump. The customer's blood glucose reading was 50 mg/dl. The customer treated by eating. The customer stated that the display was not blank less than 30 seconds. The customer stated that the display is not currently blank. The customer stated that he redid the time and the pump alarmed battery out limit. The customer was advised to clear the alarm with the escape and act buttons. The customer was assisted with programming the pump. The customer will be sent a replacement battery cap. The customer was advised to monitor the pump.